Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right atrial (ra) lead exhibited noise, oversensing, loss of capture and high impedance measurements. Additionally there were low amplitude measurements on the ra lead. The sensitivity was adjusted. The device remains programmed to ddd. No adverse patient effects were reported.